Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "patient alleges underwent hip surgery in 2005. Patient began to experience clicking and popping in 2006 and followed up with surgeon since she relocated. Patient further alleges that surgeon revised hip 2007, due to patient complaining and fear of dislocation.